Event description:
During patient use, the autopulse platform (sn (B)(4) would not power on using two fully charged autopulse li-ion batteries (sn (B)(4) and sn (B)(4). The patient went into cardiac arrest on scene and CPR was started immediately. Manual CPR was started at 16:09. Return of spontaneous circulation was achieved at 16:21 for approximately 24 minutes. The patient, a 33 year old 250 lbs male, expired on transport due to re-arresting into cardiac arrest. The patient was pronounced dead at the hospital on (B)(6) 2022. The patient was not on any medications. The customer reported the status leds of the batteries illuminated 4 green lights and the batteries were not stored in a temperature controlled environment. When the platform was brought back to the station, a battery from the station was inserted into the platform and the platform performed as intended. The customer speculated the temperature of the first two batteries may have caused the issue. The customer reported the device malfunction is not believed to have contributed to the patient outcome. Please see the following related MFR report: MFR # (B)(4) for the autopulse li-ion battery (sn (B)(4).

Manufacturer narrative:
Zoll has not yet received the autopulse li-ion battery in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Manufacturer narrative:
D4 (additional device information) was corrected. The zoll autopulse li-ion battery failure mode and serial number (B)(6) reported in this ccr are covered by CAPA 22-005. Refer to the CAPA documentation for details on the failure mode description, technical root cause discussion, and corrective action plan.